Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the contacts on the lead were bent. The bent contacts were noticed before the procedure. No diagnostics or troubleshooting was done and no interventions or actions were taken. The lead was replaced. The issue was not resolved at the time of this report.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. Device analysis for lead 0210686227 revealed the distal end was bent, new out of the box..